Manufacturer narrative:
The ventilator cycle malfunction was caused by the device's dc motor and ball screw assembly. The dc motor and ball screw assembly were replaced to correct the problem. A review of the MFR's adverse event database confirmed there have been no reported adverse events associated with cycle failures for this device family. There was no pt harm or injury. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
A ventilator was returned to the MFR's service center for routine preventive maintenance (pm) the customer made no allegation of device malfunction and there was no pt harm or injury. During the pm procedure, the device failed to cycle.